Manufacturer narrative:
Device evaluation: two level 1 trauma fast flow disposable was returned for investigation in used condition. The returned units were visually inspected at 12 to 16 inches under normal conditions of illumination. No damages/defects were observed. The unit was then leak tested by introducing colored water. Leaks were found in one of the returned samples during leak testing. The customer reported product problem was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Event description:
It was reported the device was found to leak at the access site connector. No patient was involved; the issue occurred during training session.